Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm. Customer's blood glucose value was 3.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump passed the self and the displacement test. No unexpected pump error or the main arm cannot communicate with the motor arm alarms occurred during testing however, the formatted history file confirmed the main arm cannot communicate with the motor arm and pump error alarms due to a software error. Installed a water filled reservoir, primed the insulin pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly, were listed in the daily history screen, and did not show empty (0 units). No bolus history or delivery anomalies noted during testing.